Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Concomitant medical products: (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017 - (B)(4) battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that possible battery switching was detected after log file review by the manufacturer clinical engineer. The patient also experienced a high priority alarm. The battery was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Additional information provided indicated that the patient did not report any other alarms or loss of power to the system. The power switching could not be reproduced by manipulating connections. Exchange of controller and other batteries involved in switching event will be performed during upcoming outpatient clinic visit on (B)(6) 2016. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One battery ((B)(4)) was returned for evaluation. A controller ((B)(4)) and four batteries ((B)(4)) were not returned after several attempts to retrieve them. Review of the manufacturing documentation confirmed that the associated controller and batteries ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Analysis of (B)(4) revealed that the device met specifications; the battery passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained upgrade a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log files also revealed power switching events due to communication errors involving (B)(4). Review of the event logs revealed several controller power up and motor starts on (B)(6) 2016. The data files do not cover the loss of power on (B)(6) 2016. The data point prior to the controller power up on (B)(6) 2016 (at 21:14:52 and at 21:15:10) revealed that (B)(4) was connected to power port 1 with 49% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 51% rsoc. The data point after the controller power up event revealed that a controller ac adapter was connected to power port 1 and that (B)(4) was connected to power port 2. The data point prior to the controller power up on (B)(6) 2016 (at 20:07:17) revealed that (B)(4) was connected to power port 1 with 79% rsoc and (B)(4) was connected to power port 2 with 25% rsoc. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 with a 202 rsoc value and (B)(4) was connected to power port 2 with a 202 rsoc value. This indicates that momentary disconnections or a disconnection/reconnection of the same power source occurred after the controller power up event. Based on the available information. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported high priority alarm can be attributed to multiple controller power up events due to a disconnection of both power sources from the controller. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on controllers additional system component being reported for this event: (B)(4), return date- 09-21-2016. Method: visual inspection; analysis of data log(s); actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency. (B)(4). Method: manufacturing; analysis of data log(s); actual device not evaluated. Results: interoperability problem. Conclusion: device not returned; quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional system component being reported for this event: brand name. Heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date: 29-feb-2016, device available for evaluation: yes, 02-jun--2017, device evaluated by MFR: yes, labeled for single use: no, (B)(4); brand name. Heartware® ventricular assist system - battery, serial #: (B)(4); brand name. Heartware® ventricular assist system - battery, serial #: (B)(4); brand name. Heartware® ventricular assist system - battery, serial #: (B)(4); brand name. Heartware® ventricular assist system - battery, serial #: (B)(4), brand name. Heartware® ventricular assist system - battery, serial #: (B)(4). Updated conclusion investigation narrative: it was reported that the patient was experiencing power switching events and high priority alarm during switching events. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and 2 connector. Based on an investigation conducted, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, it was observed that the serial port data cap was missing most likely due to the handling of the unit. The observed loose connectors and missing serial port data cap are additional observations not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). Review of the event logs revealed several controller power up and motor starts on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016. The data files do not cover the loss of power on (B)(6) 2016. The data point prior to the controller power up on (B)(6) 2016 (at 21:14:52 and at 21:15:10) revealed that (B)(4) was connected to power port 1 with 49% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 51% rsoc. The data point after the controller power up event revealed that a controller ac adapter was connected to power port 1 and that (B)(4) was connected to power port 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added additional batteries (bat215347,bat215205,bat215246,bat215339 & bat215347) identified for power switching per email received from log files. Additional devices for this event: bat212791-1650de-MFR date:2015-12-31-exp date: 2016-12-31. Bat215246-1650de-MFR date:2016-02-28-exp date: 2017-02-28. Bat215339-1650de-MFR date:2016-02-28-exp date: 2017-02-28. Bat215347-1650de-MFR date:2016-02-28-exp date: 2017-02-28. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.